Event description:
Related manufacturer reference number:2017865-2022-43885. It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial and the right ventricular leads were both difficult to remove even after the set screw was entirely removed. The atrial lead tip sustained damage and was capped and a new atrial lead was placed without issue. Patient was discharged same day in stable condition.